Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) experienced positional stimulation. The issue reportedly began after the patient suffered a fall. Efforts to recapture effective stimulation via reprogramming proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2012 to address this issue. During the procedure, the patient's lead placement was revised and the device was re-secured. Effective stimulation was recaptured for the patient following post-operative programming.